Manufacturer narrative:
The customer reported that they tried a known good mainboard and verified the problem disappeared afterwards. This incident was evaluated and was found out that the problem is caused by the mainboard. Vyaire medical will initiate a replacement of the mainboard vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The bellavista shows error a disk read error occurred'. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.